Event description:
A surgical technician reported the intraocular lens (iol) was scratched upon opening. Patient impact remains unknown. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The anterior and posterior optic surface was scratched; however, this imperfection would meet current release criteria. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/29/2009 and 06/19/2009 by mail. A completed questionnaire has not been received. This report was mailed to FDA on: 06/26/2009.